Event description:
(B)(4).

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the importer arjohuntleigh, inc. (Ahus). This appears to be a "malfunction" type of event (h1) not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. When reviewing similar reportable events for calypso devices we have found one case with similar fault description (patient positioned on the chair in the wrong way). The patient on calypso chair should be positioned sideways in relation to the calypso mast with safety arms lowered on the front and behind. Transfer to the tub should be done from the side of the tub. In the incident description it is indicated that the patient was sitting facing forward to the tub (having mast behind him) on the chair. Additionally the patient was put into the tub from the rear side of the tub not from the side and this as its clearly indicated in the event description was the reason for the person to fall. The correct patient positioning is explained in numerous diagrams in instruction for use delivered with the device. As well as obligations to use safety arm and have the safety belts applied. Also the incident description shows that the patient leaned forward what can be a result of patient not being suitable to use with this device and that the patient assessment was not done properly. Arjohuntleigh recommends that facilities establish regular assessment routines as per labeling. The device was put through a function test by the arjohuntleigh representative that visited the and was found in full working order. From this appears the device was up to specification at the time of the event. Therefore as stated by the customer facility also there appears to have been no deficiency with the device and that a number of use errors caused the event, the most relevant use error being a failure to evaluate the person before use and seating the person in wrong way on the device. From this we conclude that this unfortunate event was caused as a result of staff incorrectly or not following the patient handling procedures as indicated in the instructions for use of the device.